Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their pain was on their right side, but they could only feel stimulation on their left side. Patient said they tried to turn stimulation up but got 'settings not available' message. Agent asked, patient said the issue started a few weeks ago and they didn't think much of it until stim stopped being felt on their right side. The patient was redirected to their healthcare provider (hcp) to further address the issue. On (B)(6) 2024 information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the patient was getting a settings not available message. The rep had attempted to program the patient prior to calling and they were able to adjust the intensity while using the clinician application but when the patient controller was used any adjustments cause the setting not available message to occur. The patient was programmed on group b with two programs and the following active electrodes: b1 1- 2- 0+ 4+ b2 12- 13- 11+ 14+ the caller provided the following impedance values: electrodes 8 and 9 had do not use indicators and electrodes 11 and 13 had avoid indicators ref (B)(4) 690ohms 2 730ohms 4 750ohms 11 40000ohms 12 840ohms 13 40000ohms 14 860ohms ref (B)(4) 730ohms 1 750ohms 2 750ohms ref (B)(4) 40000ohms 13 40000ohms 14 850ohms ref (B)(4) 40000ohms 12 850ohms 13 37780ohms (B)(6) 850ohms (B)(6) 1080ohms the issue was not resolved through troubleshooting. Technical services (tss) reviewed information about programming. The caller will work with the patient on adjusting the programming.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported they are unaware of any cause or contributing factors to patient's high impedances. Rep states reprogramming was done which has resolved the issue. If patient has another instance of loss of efficacy rep reports a device revision may be necessary.

Event description:
Additional information received from the manufacturer representative reported that electrode contacts 0, 1 and all of the other lead had high impedance. A wireless external neurostimulator was hooked to the leads and the same values were seen. Both leads were removed due to high impedances and the inability to reprogram the patient to get any relief. The cause was not known and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.